Event description:
Cardiac catheterization procedure performed in 2000 through the right groin. An angio-seal device was used to seal the artery. Since returning home the pt has complained of claudication of the thighs and calves. Pt went to the primary care physician who immediately consulted vascular surgeon. Surgery was scheduled the same day for an arteriogram to evaluate the right femoral artery. The arteriogram revealed significant stenosis of the right common femoral artery, the likely site of the angio-seal location. The pt was taken to the operating room for repair of the lesion. A dissection in the vessel with local thrombus was revealed. The pt's puncture site was high, just at the level of the inguinal ligament. An opening in the artery was indentified and the angio-seal device was removed. Within this was what appeared to be a flap of intima and surrounding thrombus. The 2cm hole surrounding this opening in the vessel did not appear to be normal and the procedure was elongated to better visualize. It appears to be a dissection, and therefore, it was decided to resect this small portion of the artery; approximately 2cm of the common femoral artery was excised. A pre-placement angiogram was performed prior to deployment of the angio-seal device.